Event description:
It was reported to boston scientific corporation that a uromax ultra balloon was used during a procedure on (B)(6) 2014. According to the complainant, during preparation, when they took the uromax ultra balloon out of its package they observed that the seal was broken. The device was used during procedure and was found to be leaking. The procedure was completed with another of the same device with no patient complications. The patient condition was reported to be fine at the conclusion of the procedure.